Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. External inspection found minor scratches and marks on outer casing. Two (2) rear rubber feet were missing and the front two were aged. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator was resetting cut and coagulation to one on its own.